Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the programmer powered itself off. It was indicated that the radiofrequency head and electrocardiogram connector was loose. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would power on, but when attempting to use it would power itself off. The programmer might power up again, but occasionally the programmer would not turn on when the power button was turned on and the caller might have to wait before attempting to power up again. There was no error message or black screen, it would just power off. The programmer was returned for service. No patient complications have been reported as a result of this event.